Event description:
It was reported that the during a meniscal repair using fastfix 360 curved, the t2 predeployed. It was also reported that the 1st implant was able to deploy into the meniscus, but the 2nd implant¿s handle was stuck, the implant dislodged and shaft was bent. Backup device was available and was replaced.

Manufacturer narrative:
The evaluation of the returned device revealed that the suture and ts for one fast-fix 360 curved needle delivery system were free from the insertion needle and the needle was bent. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).